Manufacturer narrative:
Ultrasound currently requires all s8-3t image quality degradation issues which occur during clinical use that a e-MDR be submitted to the FDA.. No patient injury or delay in treatment reported.

Event description:
Customer reported problem-pediatric s8-3t tee probe has reduce image quality.

Manufacturer narrative:
Philips confirmed the customer reported issue no image on this transducer. We returned this probe to the original equipment manufacturer (OEM on 11/9/2015 to perform their failure investigation. Findings were as follows: original equipment manufacturer (OEM confirmed philips findings. The chemical damage indicates the possible use of iodine.